Manufacturer narrative:
The device is not available for evaluation. There is no other information available regarding the event.

Event description:
It was noted through a medical journal that a plate fracture occurred between two screw holes nine months after a constructive surgical procedure. The plate was used to bridge a segmental mandibular defect. There is no other information available regarding the event.